Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and low p-waves. It was noted that the patient experienced shortness of breath over the last few months. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.